Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 183941. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 183941 and test device 195-430h / lot 181. Quality control release testing met specifications with no observations of conflicting or non-reproducible results. The current overall incident rate for devices with false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for devices with false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. A product deficiency has not been identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 on (B)(6) 2022 on nasal swab. The consumer performed two tests on (B)(6) 2022; the first test the consumer received a negative result, and the second test was a positive result. No confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 on (B)(6) 2022 on nasal swab. The consumer performed two tests on (B)(6) 2022; the first test the consumer received a negative result, and the second test was a positive result. No confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.